Event description:
Customer's spouse called in to program replacement insulin pump. Customer's blood glucose was 475 mg/dl. Customer was assisted with programming the insulin pump. Customer was hospitalized due to being off the insulin pump and now has respiratory issues.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.